Event description:
In february 2006 the lay user/pt contacted lifescan alleging that her one touch surestep was not turning on. The pt was recently diagnosed with diabetes and has owned her meter for at least 3 months. The patient's doctor would like her to test twice daily and has not prescribed the patient any diabetes medications. She was able to use her meter once or twice, but it stopped working so she started to use her friend's one touch utlra meter. The diabetes treatment advice and treatment (food/drink) that the patient reported to the customer care advocate (cca) was regarding her recent hospital stay for pneumonia where she was first diagnosed with diabetes. The cca had the patient press the power button and it did not turn on. The cca replaced the meter, test strips, and control solution. The day after the pt called lifescan, she reported having blurry vision and a dry mouth. She tested on her friend's meter and got "199 mg/dl" and drank water to treat her dry mouth. On the event morning, the pt woke up and "passed out". Around 8:00am, the pt was able to eat some candy and felt better after resting on her bed. At the time, the pt has not received her replacement meter and did nothave access to her friend's meter. The patient has not sought medical attention,but will try to test on her friend's meter as soon as possible.